Event description:
The suspect device result was 142 mg/dl. The user felt hypoglycemic. Emts were called and their meter read 41 mg/dl. Pt was taken to the hospital and treated. Controls were not used. The device was replaced and requested to be returned for evaluation.